Manufacturer narrative:
This report is submitted on september 15, 2021.

Event description:
Per the clinic, the device was explanted (date not reported) due to electrode array slipped during an epileptic seizure and the patient was reimplanted with another cochlear device (date not reported). Additional information has been requested but it has not been made available as of the date of this report.